Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument tip broke and fell into the patient. This happened twice in the same procedure. The fragment was retrieved during the same surgical procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the harmonic ace instrument tip broking off, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the probable cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The instrument was found to have the blade broken near the midpoint of the blade. A piece approximately 0.080" x 0.411" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.